Event description:
The hosp reported that at the completion of the triple coronary artery bypass graft procedure, four heartstring seals didn't unravel completely during the removal process. For the first proximal the seal did not unravel completely causing the graft to tear completely off during removal. The surgeon used a second seal to redo the same anastomosis. However, during removal the seal did not completely unravel and small repair stitch was needed to complete the first anastomosis. For the second and third anastomoses, two heartstring seals used did not completely unravel during removal. Some add'l repair stitching was required to complete both of the anastomoses. No add'l pt complications were reported.